Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. The balance middleweight universal (bmw) ii guide wire was being advanced through the valve of an unspecified catheter when the tip separated. The tip and proximal guide wire were able to be easily removed as they were still outside the anatomy. Another unspecified guide wire was used to complete the procedure. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during removal from the packaging which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling during the advancement through the valve, the guide wire kinked and separated. The fracture faces of the core were jagged as if kinked prior to the separation. The noted bend on the shaping ribbon is consistent with the tip shape process prior to use. Corrosion was noted on the guide wire and likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.